Event description:
It was reported that, "after the doctor made his 4 in 1 cut he put the femoral impactor/extractor on the 4 in 1 block. As he removed the block he tapped the back of the block with the mallet. The pin on the block then broke off. He then used the vice grips to pull the pin out of the patient."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.